Manufacturer narrative:
There is no information to indicate that a malfunction occurred. A lot number was not identified, product was not retained for investigation and the log files were not provided for review. Thrombocytopenia is a well-documented risk for patients undergoing hemodialysis. Contributing factors that increase the likelihood of thrombocytopenia include patient related diseases and comorbidities such as liver disease, uremia, sepsis, blood loss and the use of anticoagulant therapy. The nxstage one user guide states: risks known to commonly occur during treatment include decrease in platelet count. Managing all elements of dialysis treatment may help to prevent or control potential complications or physiological reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that a patient in intensive care receiving continuous venovenous hemodialysis (cvvhd) experienced a decrease in platelets which was treated by multiple platelet transfusions. The patient is transitioning to hemodialysis and remains in stable condition.